Event description:
This incident was documented in published literature and was not directly reported to valleylab. Information provided by attending surgeon. The patient was a male with a prior left pneumonectomy for bronchial carcinoid tumor, bad copd. Received rfa treatment for recurrent carcinoid. The patient presented the next day with pain felt to be related to the procedure, and subsequently expired in 2000. Post mortem exam revealed 1.5l of blood in the pleural space. Patient had received ketoralac for pain several hours earlier and was coughing, so platelet inhibition and coughing likely caused patient to bleed. The cause of death was presumed to be cardiac arrest as a result of pleural hemorrhage. Reportedly, the death was not due to the device in any way.

Manufacturer narrative:
.